Event description:
During a clinic follow-up, a decrease in the pacing impedance and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged, but was unable to be confirmed. Diagnostic imaging was performed, but no abnormalities were revealed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.